Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-08041. It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-ray imaging. It was also reported that the patients leads were found to have high and low impedances. In turn, the patient was reprogrammed, but the attempts did not provide lasting resolution. As a result, the patient's scs system was explanted and replaced, which addressed the issue.